Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which noted that the rv lead also exhibited an impedance spike to 3000 ohms and that the rv lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4), tissue valve, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to oversensing and a suspected fracture on the right ventricular (rv) lead. Therapy on the patient's device was inactivated and the patient was transported to another facility for lead replacement. No further patient complications have been reported as a result of this event.